Event description:
It was reported that the monofocal preloaded intraocular lens (iol) was defective. There were black spots in the middle of the lens. The lens was removed from patient's eye and replaced with the back up lens. No further information is provided.

Manufacturer narrative:
Section a6: unknown/ not provided. Section d6b: if explanted, give date: not applicable, as lens was removed and replaced in the initial surgery. Section e1: first/given name: unknown/ not provided. Section e1: middle name: unknown/ not provided. Section e1: last name: unknown/ not provided. Section e1: email address: unknown/ not provided. Section e1: address - line 2: unknown/ not provided. Section e1: telephone number: unknown/ not provided. Device evaluation: a customer photo was provided in the cp file and evaluated. The photo displays the suspect lens inside the patient's eye and the lens can be observed to be damaged. Due to no product being received, no further evaluation could be performed, and no further issues could be identified. The complaint issue lens damaged was identified during photo evaluation; however, the complaint issue foreign material - loose was not identified. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.